Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported the patient experienced pelvic pain post hysterectomy, bilateral dyspareunia and stress urinary incontinence. She underwent mesh with cystoscopy on (B)(6) 2008. It was reported that following insertion the patient experienced pain, infection and urinary problems. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4) - dyspareunia; urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.